Event description:
On (B)(6) 2012, the patient contacted animas stating after a battery change, the pump would not turn on. The patient reportedly tried replacing several batteries and the issue was not resolved. It was noted that when the patient replaced the first battery, there was reportedly corrosion noted all over the battery and the battery cap. The patient denied damage to the pump. The patient confirmed having an alternative back-up until the replacement pump is received. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow up #1: submitted: (B)(6) 2013. Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013, with the following findings: review of the black box and download history revealed an unusual power on reset recorded on (B)(6) 2012. The battery cap that was returned with the pump for investigation had stripped threads and was not able to be properly attached to the pump and did not maintain an electrical connection. A test cap was able to be used for the investigation. On investigation, the pump powered on; however, a replace battery alarm occurred when the verify screen was confirmed. Moisture corrosion was observed in the battery compartment. A leak test revealed moisture ingress into the battery compartment due to a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the water proof feature of the pump. The pump was opened for investigation and did not reveal any further evidence of moisture ingress into the pump's interior compartment or its components. Complete functionality testing was not able to be performed due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.